Manufacturer narrative:
Device evaluated by MFR.: gladiator elite 6.0 x40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 18mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination identified no issues or damage to the tip of the device.

Event description:
Reportable based on device analysis completed on 19aug2022. It was reported that balloon leak was encountered. The target lesion was located in the arm. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during the first inflation at less working pressure, air leakage was noticed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a balloon pinhole.